Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device. The patient developed redness, inflammation and pustules under and extending beyond the sensor patch. The patient was evaluated by a healthcare personnel (hcp) who prescribed an unspecified oral antibiotic. The infection resolved within week after treatment. At the time of the report, the patient was feeling better. No additional patient or event information is available.